Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain with stimulation at implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 23, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 24, 2024.